Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure balloon rupture occurred. The 80% stenotic lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery. Access was obtained through the right femoral artery. Then the physician advanced the 3.0x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 12atms for twenty seconds and the balloon ruptured. There were no patient complications. The procedure was completed with a 3.0x10 cutting balloon and the deployment of a 3.0x38mm taxus liberte stent. The stent was post dilated with a 3.25x12mm quantum maverick balloon. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)